Manufacturer narrative:
This product is not marketed in the us. Secondary surgical intervention, lens removed and exchanged for a longer lens. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -7.50/1.5/088 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged with a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens and there was clear surgical residue on product. Visual inspection found no visible damage to lens and residue on lens surface.(B)(4)